Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "fc 810:11."